Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results from the cobas 6000 e601 module for three patient samples. Between (B)(6) 2025 and (B)(6) 2025, the results were below the minimum threshold of 10 ui/I. The repeat results on (B)(6) 2026 ranged from 22 to 43.8 ui/I, 7.8 to 19 ui/I, and 8.3 to 34.5 ui/I on three different patients. The initial results were confirmed by an external laboratory using electrochemistry. The analyzer used was not known.